Event description:
Boston scientific received information that tachycardia therapy for this device was programmed off for an unspecified reason. The local field representative and device following clinic were alerted. No additional information is available. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.